Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional five proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture was present when the plunger of two proglide devices was removed at the 2 o'clock position, cuff misses occurred. The suture of one proglide device was successfully pre-placed at the 10 o'clock position. Four additional proglide devices were attempted at the 10 o'clock position; however, cuff misses occurred each time. The physician decided to cut the successfully preplaced suture and perform a cut down instead. The sheath size was upsized to greater than 8.5f and the aaa procedure was completed. Hemostasis was achieved via surgical suturing. A seventh proglide device had been opened but was not used in the patient. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.